Manufacturer narrative:
The logs from the device were collected and reviewed by spacelabs lead software engineers. Findings show that the issue was caused by recurring leads off alarms which caused continuous updates to the user interface. The customer was advised of the findings and it was recommended to proactively address leads off issues as well as perform routine leads replacement to reduce the number of alarms. This investigation is complete and this particular issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the video became frozen on all four screens at the telemetry central monitor. Audible alarms continued to generate, but the display did not indicate what the alarm was related to. The customer biomed performed a system restart which resolved the issue. No injury was reported as a result of this event.